Event description:
It was reported that during an laparoscopic assisted distal gastrectomy procedure, the blade and the tissue pad were burnt black. This issue occurred soon during use. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.